Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (will not power on) has been confirmed. Upon investigation the battery charger was unable to fully power on. The charger exhibited a flash memory failure at bga components u102 and u105 on the c/a board.    The root cause for the flash memory failure could not be positively identified.   There was no death or adverse event associated with the charger malfunction.

Event description:
A us distributor reported that a battery charger will not power on.